Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the blade cracked and non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "scratches on the blade may lead to premature blade failure". Device b: batch # v9253e. Mfg: 02/2004, exp: 01/2009. The analysis results confirmed that the second device was returned with the distal tip of the blade broken off, and missing. The remainder part of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the lap fundoplication procedure, piece of the device were broken. The case was completed with same like product. No further information is available. There was no patient consequence.